Event description:
It was reported that a patient suffered fractured right ribs at level 6, 7, and 8 due to an unknown trauma on (B)(6) 2010. The patient underwent right rib implants (at 6, 7, and 8) with synthes hardware on (B)(6) 2014. It was reported that three (3) plates and an unknown number of screws were implanted. The patient reported experiencing pain sometime after the implant procedure. An x-ray, taken on unknown date, confirmed a broken plate. The patient had one plate and an unknown number of screws explanted on (B)(6) 2015. No additional information was available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for one (1) unknown plate. Two possible part numbers were provided (04.510.004 and 04.510.0046), but neither are valid synthes part numbers. It is unknown if the complainant part will be returned for manufacturer review/investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.